Event description:
It was reported that a spectrum pump had an infusion volume delivery inaccuracy in which the volumes were above or below the expected volume to be infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'infusion volume delivery inaccuracy volumes above or below expected volume to be infused (vtbi)' was reproduced as under infusion during flow rate accuracy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.